Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was noted to have delivered multiple shocks during device data review. The last shock was noted to have exhibited a high out of range shock impedance measurement and recorded a code 1005, indicative of an open circuit condition. This system was then explanted and replaced. No additional adverse patient effects were reported.